Event description:
It was reported that latitude clarity was down over the weekend when the patient went into the clinic with symptoms. The data from the insertable cardiac monitor (icm) was unable to be reviewed due to planned maintenance. The patient was kept at the hospital for an additional day. The data was able to be reviewed once the server was back online, and the physician determined the patient needed a therapy upgrade. A new implantable cardioverter defibrillator (ICD) was implanted and the icm was explanted. No adverse patient effects were reported.